Event description:
During baxter's functionality testing it was found that a spectrum pump failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was unable to reproduce the reported undetected upstream occlusion, and the device passed all subsequent testing. The upstream sensor was recalibrated to ensure proper occlusion detection.